Event description:
It is reported that the device was implanted in 2008, and that the pt was revised in 2009, due to pain while walking. There was no indication of articular surface loosening or infection.

Manufacturer narrative:
Evaluation summary: no product was returned for eval. Also, no x-rays were returned for review. Pt info such as height and activity is unk. Based on the available info, the cause of the pain and subsequent revision cannot be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.